Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was for the last 4-5 months the patient has been having a little bit of trouble with the implant. Patient stated that the implant was not holding a charge for very long for probably about 6 months and after that they had not been able to charge the implant at all. Patient also mentioned that the controller locked up and they had to reset the controller to get it to work. Patient mentioned that when they got the implant, they was at 270 pounds, but now they have lost substantial weight. Patient noted that they are unable to find the implant in order to charge it and they can't make contact with the controller and the stimulator and it doesn't seem to matter where they put it. Patient did not have all of the external equipment with them at the time of the call. Patient will call back with external equipment for further troubleshooting.